Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after loading the reload on the handle, the surgeon was able to press the green button but the stapler did not fire. Another reload was used to complete the case. There was no patient injury.